Event description:
It was reported that the patient presented for an implant procedure. During procedure, the stylet was unable to be advanced into the right ventricular lead. The lead was not used and was replaced during procedure. There were no patient consequences.